Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information will be available. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "a small piece of silicon elastomer was retained w the implant." The device remains implanted.